Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the outer packaging showed amber stains on all panels, indicative of dried glutaraldehyde. The tear-away seal on the packaging was broken. The temperature indicator was received activated. The 0°c mechanical nickel alloy freeze indicator was triggered as the spring was released. The packaging jar, IFU (instructions for use), and prf (patient registration form) were returned. The contents were showed with similar amber stains. Jar: both safety seals were intact. Multiple cracks were noted below the lid. Larger cracks were noted where jar label appeared torn. The label was removed; additional cracks were observed underneath the label. Jar was void of any solution. The freestyle valve was found dry, inside its retainer. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the packaging box for a freestyle valve appeared to have become wet at some stage and the valve jar containing the valve was found to be broken. The device was never implanted. It was reported that the valve was stored in the fridge for medtronic valves. The product was replaced with another medtronic product. There was no patient involvement.